Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cfl4080007 were reviewed and no abnormal issue were found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cfl4080007 met the qc criteria. The complaint issue was not found from the retained cassettes. The complaint is not verified.

Event description:
Invalid result(s). Invalid result. The user reported that their cassette did not produce a control (ctl) line. Purchased from publix.